Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The biomedical engineer at the hospital checked the inlet filter after the incident and contacted vingmed ab-service. Vingmed-service asked for the time of event and logs. After this we recommended that the end-customer exchange the o2-valve and the data acquisition pcba. After further investigation the reported problem has not been reproduced. The device was not repaired. It was taken out of use after the incident. No parts were replaced, the customer has decided to scrap this ventilator as it is old. Too expensive to repair. No additional details regarding the reported issue. The defective unit will be scrapped. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Reporting address state: (B)(6). The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.

Event description:
The alarm comes up after a while when the ventilator is set from 21 to 22 % of oxygen. It is unknown if there's patient involvement. Alarm description: "1111, 07:58.32am, (B)(6) 2022, cbito2 device failed". This ventilator had a similar error in 2016, and at that time, the rp-solenoid valve was exchanged, and the problem did not reoccur after a discussion with the end customer. It was decided to exchange the valve again and the data acquisition to be safe.